Event description:
During transport of the pt from one hosp to another, the pt was switched from another MFR's pump to an arrow acat 1 plus pump. When the pump was powered up, the screen was "silver" and the console experienced system errors. After extensive troubleshooting by the clinicians, the pump was exchanged. There were no pt complications.